Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that guide wire became stretched and the tip separated outside the patient during removal. An attempt to obtain additional information about the case has requested.